Event description:
It was reported that the customer's insulin pump had no delivery alarms. It was stated that the caller did not feel comfortable with his son using the device. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was rec'd with intermittent button response due to moisture damage on the keypad traces, and the keypad overlay had weak adhesive bond.